Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had pump error and insulin pump was not exposed to a high magnetic field. The customer stated that alarm occurred during bolus delivery. The blood glucose at the time of the incident was 109 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 53 or pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error and pump error 63 alarm is found in the downloaded history files due to broken pin 6 trace at on the keypad assembly.